Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. The submitted log file contained data from 6mar2019 through 10mar2019. The log file appeared to show the pump operating as intended until 10mar2019 at time stamp 3:31:29 am. The line of data following this timestamp showed a complete loss of power to the system controller, indicated by a time clock reset to 1/1/2001 1:00. The total loss of power event was preceded by low battery advisory/hazards and a no external power alarm. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal emergency backup battery (ebb). Power was ultimately restored to the system and the clock was resynced on 12mar2019 at 10:41:53 am. No other atypical events were captured in the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU, as well as the hmii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. They also outline all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that interrogation of the lvad showed that the pump was off with multiple low voltage advisories dated (B)(6) 2001. The clock and date were not set, so the healthcare professional reset and synced the pump. Log file review showed a no external power alarm while on batteries on (B)(6) 2019 at 3:26. The emergency backup battery (ebb) took over running the pump until the ebb was drained as well causing the pump to stop and the clock to reset to the default date and time. It is undetermined how long the pump was off due to the resetting of the clock. The patient stated they did not recall what caused the battery to run down and states this happened while sleeping. The patient was not sure if they were in a deep sleep which is what took longer to wake up to the beeping. No symptoms were reported and the patient presented to the office 2 days after the no external power. The patient stated they reconnected to battery power once they realized there was no power to the lvad.